Event description:
The customer reported via phone call that she was hospitalized because the threshold suspend turned off her insulin pump. The sensor was reading low but her blood glucose level was actually over 500 mg/dl during the night. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.